Event description:
Ralc45 dlu was fired and there were two staples sticking out and unformed on the middle of the staple line. There was 5mm of colon that was resected, thus leading to additional tissue loss since the staple line had to be re-stapled further down the colon. Case was completed using a ralc30 dlu.